Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose of 560 mg/dl. The customer was experiencing unexplained high glucose for the past month. The customer's most recent glucose reading was 114 mg/dl and was treated with manual injections. It was stated that the customer has been disconnected from the insulin pump since the last day of the event. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and passed. Performed a high pressure test twice and the insulin pump failed the test. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.